Event description:
It was reported that after recent initiation of therapy, while the system was adapting to insulin needs, a user experienced recurrent low blood glucose episodes while using the ilet system, including overnight and evening episodes with hypoglycemia reportedly between 40 and 48 mg/dl.; the user temporarily discontinued the ilet and reverted to a backup pump, later resuming ilet use. Replacement accessories were shipped to the user. Symptoms included shakiness, lightheadedness, and fatigue associated with low glucose, with the user treating with oral glucose and confirming accuracy with finger sticks. Outcomes included transient functional limitation due to hypoglycemia without medical intervention or hospitalization. Investigation included technical review, user interview, and assessment of use patterns. Investigation of this case revealed fluctuating glycemia during early adaptive use and user-managed treatment of lows with subsequent hyperglycemia. It was concluded that the event involved hypoglycemia with an undetermined cause related to early therapy adaptation and user management factors without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.